Event description:
It was reported that the unspecified bd intima-ii cath was not buckled. The following information was provided by the initial reporter, translated from chinese to english: after unpacking the indwelling needle, it was found that the indwelling needle was not buckled.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.